Event description:
During a procedure to implant an iliac smart control stent, while attempting to deliver the stent, resistance was felt. The delivery system was then removed from the pt , and it was noted that the tip of the delivery system was cracked. There was no harm to the pt. A second smart control was successfully deployed at the target lesion. Add'l pt and procedural detail have been requested, but have not been forthcoming. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l information will be submitted within 30 days of receipt.